Event description:
An international distributor reported that their customer's AED would not power on. They reported this did not occur during patient use

Manufacturer narrative:
The unit was returned for further evaluation. Upon receipt, the device underwent bench testing and was found to be non-functional, as it was unable to power on. Further investigation identified physical damage consistent with the device having experienced a drop or significant impact. Additionally, the connector between the low voltage and high voltage boards exhibited signs of oxidation, which is likely attributed to the device being stored in an environment that does not comply with the recommended conditions outlined in the instructions for use. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.